Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a large collection of fluid in the right-side pleural space resulting in hemothorax. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Groin access was obtained and the versacross rf wire was placed in the superior vena cava (svc). The watchman double curve sheath was loaded onto the rf wire and brought up into the svc. The wire was retracted inside of the dilator tip and then the physician dropped down onto the intra-atrial septum under fluoroscopy and transesophageal echocardiogram (tee) guidance. The positioning of the catheter was too low so the physician brought the sheath back up to drop down again, without putting the wire up into the svc first. The physician dropped down again, and crossed the septum in a inferior/mid position. The rf wire was placed in the left superior pulmonary vein (lspv). The dilator and sheath were brought across into the left atrium. The dilator was withdrawn and a non-boston scientific pigtail catheter was loaded onto the wire. The wire was pulled out of the left atrium and the physician guided the pigtail catheter into the left atrial appendage (laa). An left atrium pressure was recorded, and given the value was low the physician requested fluids be administered by anesthesia provider. A contrast shot was taken, device size was decided upon, and the 27 mm watchman device was prepped. The pigtail catheter was removed and the watchman device was loaded. The physician paused due the blood pressure dropping below the patient's starting pressure. Anesthesia was administering medications to treat the blood pressure and requested the imager sweep for a pericardial effusion and there was none. The pressure returned to the patients starting range and then the physician proceeded to deploy the watchman device. After one partial recapture and redeployment, pass criteria was met and the device was released. The watchman sheath and delivery system was brought back to the right side. At this point the imager was sweeping for a pericardial effusion post deployment and noticed a large collection of fluid in the right side pleural space (r pleural effusion). The volume of fluid actively increasing in the space. The decision was made by the physician to give protamine to reverse the heparin. The patient remained intubated under general anesthesia and the tee probe remained in the patient for visualization. The patient became hypotensive and anesthesia took over care of the patient by starting an arterial line, collecting arterial blood gases, administering units of blood and platelets. A trauma surgeon was consulted due to the unresolved r pleural effusion resulting in hemothorax. The trauma surgeon put a chest tube in the patient to drain the blood. An approximately 1400 cc of dark blood was drained from the patient's r pleural space. The blood pressure stabilized. The patient was then transferred to intensive care unit (ICU), remaining intubated. The device is not expected to be returned for analysis (disposed). The tsp process followed the regular flow with the exception of when the physician first dropped down on the septum he fell too inferior. Instead of rewiring up the svc then following it with the sheath he slid the sheath up without a wire rail. After the case, the physician stated he felt he stayed within the right atrium when he slid upwards with the sheath but there are no images saved to show whether or not he stayed within the ra or entered the svc with his sheath before dropping down on the septum again. There was no malfunction or issue with the wire, dilator, or connection. The rf energy was delivered once and we were transeptal without any issues. Per the physician, there is potential of a micro perforation (not confirmed) in the svc from before going transseptal. There were also conversations of uncertainty if there was a trace pleural effusion before starting the procedure that could have been exacerbated due to heparin administration. Additionally, there was concern that maybe there was distal perforation of an arteriole due to anesthesia breathing machine pressure. No confirmed cause was identified per the physician. Act 490 (unsure if a pure sample was take nor if it was diluted with heparinized saline) then 331 when drawn again later in the case. Patient has been discharged and was seen in office by the implanting physician on (B)(6) 2025.